Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device did not stop working but they wanted to know if they could wear a magnet in their ear 2-3 hours a day to help them lose weight. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated they had 4 cylinders and it was only working on one cylinder and the device wasn't working right. Patient said they went to the doctor and a rep came out and they recalibrated it and they were all happy again. It was reported the issue was resolved by meeting the rep at the doctor's office. No patient symptoms were reported. Patient said they thought they figured out what caused it, the patient said where the device was implanted it was just barely sticking out. There was a place in their house where it caught on the bump that sort of stuck out. Patient stated they avoid that part of their house now. No further complications were reported or anticipated.